Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call motor error message on the insulin pump. Customer's blood glucose reading was 183 mg/dl. Customer advised the device stopped working altogether. Troubleshooting for the motor error on the insulin pump was performed. Customer received motor position encoded error. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump had constant motor error alarms during the rewind due to an out of phase motor encoder signal. Unable to confirm other error alarms in the alarm history screen due to the motor error alarms. Unable to perform the displacement test due to the motor error alarm. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a cracked belt clip slot.